Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Part number: 03.221.011; lot number: 6l55759; manufacturing site: (B)(4). Release to warehouse date: june 5, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description (does not align anymore as it's bent) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that on (B)(6), 2020, during an unknown surgery that the wire could not pass through the wire passer due to the two arms of the cerclage passer, dividable forceps. Another instrument was used to complete the procedure. Concomitant devices reported: wire/cable cerclage (part number unknown, lot unknown, quantity 1). This report involves one (1) cerclage passer, dividable forceps, large. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the cercl-passer ø60 min-invasive (p/n: 03.221.011, lot number: 6l55759) was received at juarez pal. Visual examination of the returned device found one of the tips is bent. No other product defects were identified. Functional test: assembly of the pliers was conducted successfully, however, the tips are not symmetric due to one of them being bent. A complete functional test could not be performed as the mating device (wire) was not returned. Device failure/defect identified? Yes. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: "unable to assemble" could not be confirmed as no mating devices were returned. The investigation found sufficient evidence to confirm the "deformed/bent" event. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.221.011. Lot number: 6l55759. Manufacturing site: umkirch. Release to warehouse date: 05. June 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.